Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's trial procedure was abandoned due to the pt becoming nervous and experiencing difficulty breathing as well gastro-intestinal changes upon inserting the needle before lead implantation.